Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited noise and oversensing with pacing inhibition on the right ventricular (rv) channel. Technical services (ts) was contacted, and ts discussed programming options. The crt-p system remains in service. No adverse patient effects were reported.